Event description:
Reporter indicated a vns patient had increased seizures noted in 2005. The vns was disabled six days later. The patient was later hospitalized in the neuro ward in 2006, and the vns was reactivated. The patient was discharged and continued to do well. Attempts for further information from the reporter have been unsuccessful to date. The patient underwent generator replacement surgery due to end of service. The generator has been requested for return.